Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with blood glucose levels about 500 mg/dl. The customer determined that her infusion set had fallen out, causing her blood glucose levels to elevate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.